Event description:
Two rns primed the lipid tubing; filter part on the tubing was extremely hard to push through despite confirmation that all clamps were open. The rn hung lipids after priming complete; bedside nurse reported that the lipids pump kept beeping occluded. Rn then changed the lipid filter using a different lot number filter. That filter pushed through easily. FDA safety report ID # (B)(4).